Event description:
It was reported that pump displayed malfunction alarm with code 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which caller acknowledged and understood.